Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the bolts that secure the upper panel into place were already replaced by the user facility. The technician tested the sterilizer, confirmed it to be operating to specifications and, returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the upper panel of their amsco evolution sterilizer detached and contacted the employee. The user facility did not disclose further details regarding the injury or if medical treatment was sought or administered.